Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can com flags) has been confirmed. As received the belt failed functional testing. The cause of the belt communication issue was a short in ECG "c". An unused pulse wire in the cable migrated into the ECG electrode, causing a short with the green wire. Additionally, an open pulse wire was found in the cable connecting ECG a, b and the front therapy electrode. The root cause for the migrated wire has not been positively identified. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing frequent belt communication issues.